Event description:
During the procedure, after removing the transseptal needle and inserting the guidewire through the sheath into the left atrium, resistance was noted and the guidewire was unable to be introduced. The guidewire was removed and the introducer aspirated. A plastic particle was observed in the aspirated fluid. The guidewire was then able to be inserted through the dilator.

Manufacturer narrative:
The device was returned due to guidewire insertion difficulty following a transseptal puncture and skiving. No resistance or other functional anomalies were noted when a guidewire was inserted through the dilator. Additionally, no resistance was noted near the distal end of the dilator when the returned brk needle was advanced through the returned dilator and sheath. However, skived material exited the dilator tip with the needle tip. The dilator tubing was cut lengthwise and evidence of skiving was noted at the distal end of the dilator, consistent with the reported guidewire insertion difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown.